Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information and per the physician, the reported slda was due to pre-existing patient anatomy. The cause of the reported tissue injury was unable to be determined. The reported patient effect of tissue injury, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. The reported unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a patient presented with grade 4 degenerative mitral regurgitation for a mitraclip procedure. During the procedure the clip was able to adequately grasp and capture the leaflets and the leaflet assessments was performed with positive results. After deployment of the mitraclip a single leaflet device attachment (slda) occurred and the anterior leaflet was torn from the clip. The clip remained stable on the posterior leaflet. A second clip was placed to stabilize the slda clip. The final mr was grade 1. There was no clinically significant delay.